Event description:
The customer obtained a non-reproducible higher than expected vitros trop I es patient result (0.330 ng/ml vs. An expected result=0.037 ng/ml) from a single patient sample and a non-reproducible precision test result (0.059 ng/ml vs. An expected result<0.012 ng/ml) using a troponin I free fluid (hsdb) on the vitros eciq immunodiagnostic system. The higher than expected patient result was not reported from the laboratory. Biased results of the magnitude and direction observed may lead to inappropriate physician action. There was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that a non reproducible, higher than expected vitros trop I es patient result and a non-reproducible precision test result using a troponin I free fluid (hsdb) were obtained while using the vitros eciq immunodiagnostic system. The most likely assignable cause is analyzer related, as a within-run tropi es precision test was outside of ocd guidelines, indicating the eciq analyzer was not performing as intended. An ocd fe performed service actions to multiple subsystems of the analyzer. Following these service actions, acceptable tropi es performance was obtained and the eciq analyzer retuned to intended operation. The investigation determined that the most likely assignable cause is analyzer related.